Manufacturer narrative:
The device was explanted and replaced. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular lead, due to a high out of range pacing impedance measurement. There was no evidence of noise or oversensing on the right ventricular rate/sense channel. An invasive procedure was performed. There were no anomalies noted with the lead and the connection between the lead and device appeared good. The rate/sense portion of the lead was capped and surgically abandoned. No adverse patient effects were reported.